Event description:
It was reported that high voltage lead impedance was high and out of range during the implant procedure. Perforation was suspected. The lead was replaced. No further issues were reported.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal. A lead tip stiffness test was performed and the lead was found to be within specification.